Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functionality testing with test battery and electrode pads without duplicating the report. The device was recertified and returned to the customer. Review of the device log confirmed the report and the investigation determined that the customer was using uni-padz during the report, uni-padz are not compatible with the AED pro devices. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.